Event description:
A customer reported to baxter corporate product surveillance a 150 ml intravia empty container, in which small dark pieces of material were observed inside the bags. According to the report, the material appeared to be very small pieces of burnt plastic. The alleged defect was observed before use. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: initial evaluation confirmed the reported condition. Upon completeion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issues is being investigated through CAPA. Evaluation summary: the sample was received for evaluation. During a visual examination the customer reported condition was confirmed. Microscopic examination determined the components of the particle. The root cause was determined to be the manufacturing process. Personal training and machine improvements were put into place as corrective actions.